Event description:
It was reported while using 5 ml bd posiflush¿ normal saline syringe, in 10 ml syringe foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: customer has a contaminated flush syringe with some type of foreign substance in the solution

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported the flush syringe had foreign substance in the solution. To aid in the investigation, one sample with no packaging flow wrap and one photo was provided for evaluation by our quality team. A visual inspection was performed and there is a white foreign matter in the syringe. No other defects or imperfections were observed. The sample was sent to a laboratory for analysis. The analysis confirmed the foreign matter was a matched closest to plastic. This defect could occur if the syringe barrel was not ejected during the first attempt from the molding process, but after the second or additional attempts which would induce the plastic particles from the top part of the syringe barrel. A device history record review was completed for provided material number 306545, lot number 2033765. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The sample will be shown associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Probable root cause. The sample has been sent to a laboratory for analysis of the foreign matter. This investigation summary will be updated when the laboratory analysis has been received. The laboratory report has confirmed the foreign matter as polypropylene with 75.25% matching. It could be possible that the syringe barrel was not ejected the first time from the molding press. It could have happened after the second or more attempts, inducing the plastic particles from the top part of the syringe barrel. The sample is to be shown to the associates for awareness.